Event description:
It was reported that the infusion device displayed e2 (battery empty) when attempting to deliver a bolus on multiple occasions. The patient experienced elevated blood glucose levels as high as 568 mg/dl. He was taken to the emergency room for three days in a row where he received insulin via IV and injections. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).